Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that defibrillation testing conducted during the implant procedure of the implantable cardioverter defibrillator (ICD) device and high voltage right ventricular (rv) lead was unable to defibrillate the patient using 25 and 36 joules. External defibrillation of 360 joules was required to defibrillate the patient who was reported to have a large body build. It was further reported that the patient received a subcutaneous high voltage lead due to habitus. The ICD and leads remain in use. The patient was also reported to have decompensated.